Manufacturer narrative:
(B)(4). The serial number provided in the initial report was incorrect and has been updated in this report. The device was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found the sensor was not functional. The sensor and catheter material were extremely dirty. There was an excessive amount of foreign matter covering the connector pins. Based on the condition of the device was it was received, no testing was possible. Based on their evaluation, the supplier was able to confirm the complaint and determined the cause to be use related. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Catheter did not work properly with measures above 150 and negative. Event occurred during surgery; surgeon used similar device to complete.